Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, when the surgeon tried to move the cadiere forceps instrument, it was noted that one of the instrument jaws was missing. The customer confirmed that the instrument had two jaws when initially installing it, so it is believed that the instrument jaw broke during procedure. The customer also confirmed that during procedure, an instrument collision involving the cadiere forceps instrument did occur once, but it is unknown whether the instrument jaw broke at that point. According to the customer, the broken fragment was located and retrieved during the same surgical procedure. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and no abnormalities were noted with it. The instrument was 10 minutes in use prior to the issue. A scope was used to look for the fragment around the thoracic cavity and the fragment was removed with an assistant's forceps. It was visually confirmed all fragments were retrieved by comparing the damaged location of the instrument to the retrieved fragment. No additional surgical procedure was required to remove the fragment. An x-ray test was performed after procedure to check for remaining fragments. The instrument was not removed during procedure prior to the breakage. Upon final removal of the instrument, the instrument wrist was straight because there was only one jaw and the surgical staff did not feel any resistance upon removal of the instrument through the cannula. The surgical staff did not notice any damage to the cannula after the event occurred and the surgical staff did not notice any other damage to the instrument after the event occurred. No injury occurred to the patient.

Manufacturer narrative:
Isi received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigation replicated/confirmed the customer reported complaint. The instrument was found to have a broken grip at the grip base. A piece approximately .210" x .647" was found to be broken off the yaw pulley and the broken piece was not returned. The root cause of the failure is typically attributed to user mishandling/misuse, such as excess force applied to the instrument jaws. A review of the submitted image confirmed that one of the instrument's tips/jaws was broken off.